Event description:
Complainant alleged that while attempting to a patient (age & gender unknown), the device's pacer function could not be activated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnect flex cable that was not seated properly. The cable was reseated to resolve the malfunction.